Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended device replacement. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended device replacement. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker exhibited a suspected decrease in longevity. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended device replacement. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Patient code 3191 was applied to capture the reportable event of surgery.